Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulties and the subsequent treatment are due to the circumstances of the procedure. In this case, the device was successfully flushed prior to insertion, therefore, it is likely tissue interference or sub optimal insertion depth occurred. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional transcatheter arterial chemo embolization procedure with a small bore sheath. Reportedly, the marker lumen was successfully flushed with saline prior to use. However, during use, there was no blood flow from the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.